Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Numbers did not ramp up on its own or scroll bar moving with no input. Device was program with several bolus units and all boluses delivered completely their indicated amount. Device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The customer reported via phone call that she wanted to bolus 0.5 units and the insulin pump calculated 0.2 units, she pressed the up arrow button and the numbers started ramping and she could not make it stop when pressing the esc button. Then the up arrow button stopped responding as well. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 142 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.